Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/17/2015. The fse found a leak at the tubing connected to the sweep flow tank. The fse replaced the tubing at the sweep flow tank, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the left rear of the coulter lh 750 hematology analyzer. The instrument was failing startup when the leak was noticed. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.